Event description:
The device intermittently did not recognize when the control knob was turned from the vtbi (volume to be infused) position to the set rate position. The biomedical engineer stated that during testing, it was found that after turning the control knob from the vtbi position to the set rate position, the pump display would not change from the vtbi screen. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.